Manufacturer narrative:
The device was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted and replaced for other reasons unrelated to this event. The device was returned and analyzed. A high current drain was confirmed, which likely contributed to early battery depletion (discussed in a separate report 2124215-2017-17542). The observation discussed in this event was not confirmed in analysis.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) was explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not provide therapy for a spontaneous episode of ventricular fibrillation (vf), which subsequently required the patient to receive external shocks to break the rhythm. Technical services reviewed the episode, and noted the arrhythmia was likely undersensed due to a probable entrance block on the right ventricular (rv) channel while the shock channel appeared to be ventricular fibrillation. The device was reprogrammed to a higher sensitivity. No additional adverse patient effects were reported.